Event description:
During conversation in (B)(6) 2008, dentist noted incident occurring in (B)(6) 2008 as follows: dentist noted during extraction of wisdom teeth, patient had a "handpiece shaped burn on lip." Dentist noted burn on lower lip and dentist put sutures on patient. Patient returned for follow up on (B)(6)2008. Dentist was unable to provide serial number of unit used, just make and model.